Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that they were receiving a scale reading error. It was also reported by the pt that peritonitis was diagnosed prior to the reported scale reading error and the date of that event is unk. The pt's nurse confirmed peritonitis and was unable to confirm the date of occurrence.

Manufacturer narrative:
The clinical investigation concluded that there were no reported cassette fluid leaks. Per the fmc physician, the peritonitis event is unlikely related to the liberty cycler machine. The device alarmed as designed to alert the user of a potential problem allowing intervention to prevent a serious injury. The product investigation concluded that the actual device was returned for evaluation and determined to be functioning according to product specifications. Simulated treatment testing was performed and completed without failure. There was no fluid leak during the treatment. A device history record was reviewed and the device met requirements. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.